Manufacturer narrative:
Telephone number is (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a saber 7mm 4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for pre-dilation and inflated. However, it ruptured at 5-6 atmospheres (atm) during its initial-dilation. The rupture was confirmed as the pressure did not rise any further and the leakage of media was observed under angiography. Therefore the balloon was changed to another new balloon (non-cordis) and the procedure finished successfully. There was no report of patient injury. The device will be returned for analysis. The target lesion was the common iliac artery. The lesion was moderately calcified and tortuous. The rate of stenosis was 99%.

Manufacturer narrative:
A saber 7mm 4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion for pre-dilation and inflated. However, it ruptured at 5-6 atm (five to six atmospheres) during its initial-dilation. The rupture was confirmed as the pressure did not rise any further and the leakage of media was observed under angiography. Therefore the balloon was changed to another new balloon (non-cordis) and the procedure finished successfully. There was no report of patient injury. The target lesion was the common iliac artery. The lesion was moderately calcified and tortuous. The rate of stenosis was 99%. The device was returned for analysis. One non-sterile unit of saber 7mm x 4cm 155cm bc was returned. Per visual analysis an axial burst was noted in the balloon. No other damages were observed in the device. Per functional analysis a leak test could not be performed due to the axial burst noted in the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17320058 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and tortuosity and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.